Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a right hip replacement on (B)(6) 2014. Patient was revised on (B)(6) 2014 due to an infection. Patient was again revised on (B)(6) 2018 due to another infection. Patient reported she still feels pain, and can barely walk. This pi is for revision 2 on (B)(6) 2018.